Event description:
On (B)(6) 2022, it was reported by a sales representative via email that while inserting a lefty lag screw through the troch nail, the threads began to catch the nail and due to the force of turning forward, the second thread broke off the lag screw. This was discovered during a procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint was unable to be confirmed based on the customer-provided photos and without receipt of the devices for physical evaluation. No change in harm was identified.